Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial during the index procedure direct stenting was performed and the xience was placed in a restenosed saphenous vein graft (svg). In 2009, during a follow-up, the patient experienced chest pain with exertion and was hospitalized. A diagnostic coronary angiography was conducted and percutaneous coronary intervention was performed. No additional event or patient information is available.